Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission due to post paced t wave oversensing. The device was post paced t wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored electrocardiogram. Programming changes were discussed. Additional information was not provided.